Manufacturer narrative:
The customer stated ongoing na and cl issues on this analyzer for one year. She said na results drifts low, and cl drifts high. The results will be ok for a while after recalibration. The customer has not tracked the repeated patients results, and did not have any examples of repeated results. The customer stopped using this analyzer for electrolytes until service was on site. Qc prior to the event exhibited imprecision. Service replaced the carbon bridge and verified the instrument performance.

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning erroneously low sodium (na) and erroneously high chloride (cl) results generated by unicel dxc 600 pro synchron clinical system. The results were not reported out of the laboratory. The results returned to expected values after the system was recalibrated. There was no effect to patient treatment.